Manufacturer narrative:
Combination product: yes the returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned instrument revealed that the stent is deformed at its distal end. Few stent struts are bent outwards. Microscopic analysis showed stent imprints on the exposed balloon, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent still complies with the specification. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering that the lesion could also not be crossed with another manufacturers stent as well as that additional pre dilation was performed and an extension catheter was utilized before crossing the lesion with a new orsiro mission, it seems likely that the root cause for the complaint event is related to the patients anatomy (i.e. Severe calcification and tortuosity). It should be noted that the IFU warns against the application of negative pressure at any time prior to the placement of the stent across the target lesion.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the proximal left main. Despite predilatation the lesion could not be crossed with the device and the stent got damaged.